Manufacturer narrative:
(B)(4). Batch # n92z4u. The analysis results of the h12lp found that the device was received with the duckbill out of position and present. One potential cause for the damage found may be the snagging of an instrument during insertion. No conclusion could be reached as to how this issue occurred. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a laparoscopic cholecystectomy, the duckbill valve came off the housing when the gauze was removed from the patient and caught on the duckbill valve. Another device was used to complete the case. No pieces fell into the patient. There were no adverse consequences to the patient.